Manufacturer narrative:
An event regarding fracture of a triathlon patella was reported. The event was confirmed through medical review. Method & results: device evaluation and results: images provided document a rupture of the patellar polyethylene with disassociation of the poly from the metal backed support device. The adherent bone on the ingrowth surface documents an adequate bone ingrowth condition of the patella. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: femoral component oversizing in combination with extensor tendon imbalance during primary arthroplasty has contributed to an overload condition in the patellofemoral joint with lateral subluxation of the patellar device ending in disassociation of the patella polyethylene from the metal-backed support device. Patient¿s extreme morbid obesity (bmi = 50) may have increased the overload condition. Device history review: the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the medical review indicated that femoral component oversizing in combination with extensor tendon imbalance during primary arthroplasty has contributed to an overload condition in the patellofemoral joint with lateral subluxation of the patellar device ending in disassociation of the patella polyethylene from the metal-backed support device. Patient¿s extreme morbid obesity (bmi = 50) may have increased the overload condition. No further investigation for this event is possible at this time, should additional information become available, this investigation will be reopened.

Event description:
As reported: "patient complains of anterior knee pain and clicking." Left knee. Patient factors: osteoarthritis, morbid obesity (bmi is 50). Sales rep has confirmed image of cracked/fractured patella was taken when the knee was opened up and this was reason why was revised. Insert was revised as "he wanted to swap poly"

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As reported: "patient complains of anterior knee pain and clicking." Left knee. Patient factors: osteoarthritis, morbid obesity (bmi is (B)(6)). Sales rep has confirmed image of cracked/fractured patella was taken when the knee was opened up and this was reason why was revised. Insert was revised as "he wanted to swap poly."